Event description:
Report #2 of 2. Report received from abbott international of a chemo spill. The report reads: "chemo spill occurred on 2 separate occasions. Two chemo drugs were given concurrently. One is in a glass bottle requiring a filtered (vented) set, other is in a flexible bag and does not require a filtered (vented) set. The clinician closed the convertible pin door on set (01651) after the administration of the first chemo durg. (When the pin door is open, the set is vented and when it is closed, the set is non-vented). The drug leaked out the air filter site, down the tubing into the pump and came in contact with the clinician. It is unk how much solution leaked; it was (estimated to be) approximately one ounce. The pt did not need to receive an additional dose. The infusion was stopped and the spill was contained. The tubing was changed. The chemo spill protocol was followed. In addition, as the chemo spilled onto the pump, the pump needed to be cleaned. The chemo agent was irinotecan. Also, disconnection of the first chemo drug and connection of the second chemo drug was done at waist level and pressure could have caused solution from the drip chamber to enter air filter. Proper technique was reviewed with client. Client requested an alternative product when giving chemo from a flexible container". The abbott affiliate has been queried for further info, and no additional info has been provided.